Event description:
The physician indicated that the patient developed obstructive sleep apnea, experiences ongoing discomfort, and has had worsened sleep or seizures. Physician stated that the cause of the increased seizures is related to sleep deprivation and pain, that sleep apnea and sleep disturbances were related to stimulation, and that intervention was taken for patient comfort and to preclude injury. Patient is scheduled for explant however no known surgical intervention has occurred to date. No other relevant information has been received to date.